Manufacturer narrative:
Batch review performed on 10-may-2024: lot 2247376: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 2028-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.